Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege that patient experienced pain and discomfort in hip and leg, which increased over time; difficulty walking long distances, and difficulty sleeping because of pain. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in hip. Update rec¿d 9/11/2014 - medical records received. Patient revised to address metallosis and adverse tissue reaction to metal debris. Upon revision, heterotopic bone, corrosion on the taper, and cloudy light colored fluid were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 09/29/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.